Event description:
The pt reported charging and communication issues between the implant and the external equipment. An advanced bionics rep performed device evaluation, the problem was confirmed. The pt was implanted with a new advanced bionics spinal cord stimulator.